Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how much bleeding occurred (please quantify amount in cc's)? It was not possible measure the quantity, but it was not a quantity of compromise the patient. Was prolene suture able to control bleeding during this same procedure? Yes. Were any blood products given? No. Was there any change to procedure or post-op patient care? No. Was there any adverse event for the patient? No.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How much bleeding occurred (please quantify amount in cc's)? Was prolene suture able to control bleeding during this same procedure? Were any blood products given? Was there any change to procedure or post-op patient care?

Event description:
It was reported that during a myocardial revascularization heart surgery in dissection of the mammary artery procedure, the clipper was misaligned, crossed clip was formed and it loosened from artery causing bleeding. The permanent material was sterilized and then was sent to surgical room. It was used prolene suture to continue the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results confirmed that the (B)(4) device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.